Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. At the time of the retro review, it was noted in the manufacturer's database that the patient had died. The atrial lead has been added to the event. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Event description:
It was reported that there was low impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event. It was reported the atrial lead was capped and replaced. No further patient complications have been reported as a result of this event. Later review of manufacturer's database revealed the patient had died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.